Event description:
It was reported that the explanting facility will not return the explanted generator to device manufacturer. The implant card confirmed that the generator was explanted on (B)(6) 2013 due to battery depletion, near eos = yes.

Event description:
Clinic notes dated (B)(6) 2013 reported that the patient¿s intractable partial epilepsy currently controlled except a few simple partial seizures which are promptly terminated by timely application of the vns magnet. The physician reported in the notes that the diagnostic testing ¿reflected that the device was delivering output current of 1ma as compared to the desired output current to be 1.75ma and 1.75ma the magnet current. Keeping in view this situation probably the patient needs to have revision of the device before the device runs out the battery completely.¿ the patient was referred for generator replacement. Attempts for a copy of the physician¿s programming data have been unsuccessful to date. It is possible that the 1ma interpreted on the diagnostic testing data was the current being delivered during the systems diagnostic test on the model 102 device which is intended. However, this cannot be confirmed until review of the programming data. System diagnostic testing is performed at 1ma current. The patient had generator replacement on (B)(6) 2013. Product return attempts are underway.

Manufacturer narrative:
Review of device history records performed. Review of generator device history records confirmed all quality tests were passed prior to distribution.